Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with samsung 20 fe/android 13 os, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone application (samsung 20 fe, android os 13). The customer reported that the low glucose alarm had failed to sound when the sensor reading was 2.9 mmol/l (low glucose alarm set for 4.0 mmol/l). The customer reported getting up to get something to eat and subsequently fell and broke their leg. The customer was transferred to hospital via ambulance for treatment and reported treatment was received for their broken leg, however no treatment was reported related to diabetes or the low reading. No further details were provided. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on (B)(6) 2023. There was no report of death or permanent injury associated with this event.